Event description:
It was reported that the procedure was the treat a moderately tortuous, eccentric, and 99% stenosed distal left anterior descending artery. Pre-dilatation was performed with a 2.0 x 12 mm unknown balloon catheter. A 2.5 x 23 mm xience prime was implanted when a proximal edge dissection occurred. A 2.5 x 15 mm xience prime stent was implanted to successfully seal the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.